Event description:
It was reported the patient developed an infection at the ipg site. In turn, the physician explanted the system and treated the infection with oral antibiotics. The infection has resolved.